Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus/device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was unable to remove right coil" in (B)(6) 2016, device monitoring procedure not performed "did you undergo an essure confirmation test? No." And device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone (depo provera). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent unilateral salpingo-oophorectomy in (B)(6) 2016) and surgery (underwent unilateral salpingo-oophorectomy in (B)(6) 2016). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, genital haemorrhage and mood swings outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, mood swings, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: essure coils released without difficulty, coils 3 right & coils 3 left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Her demographic was added. Lot no added. Concomitant medication added. Following event: hormonal changes describe: mood swings, pregnancy (no complications)/ failure to occlude (close) fallopian tube(s), device ineffective, abnormal bleeding (general), dysmenorrhea (cramping), perforation (uterus)/ migration of essure device location of device: uterus, did you undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus/device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus"), uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was unable to remove right coil" in (B)(6) 2016, device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone (depo provera). In (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent unilateral salpingo-oopherectomy in (B)(6) 2016) and surgery (underwent unilateral salpingo-oopherectomy in (B)(6) 2016). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, genital haemorrhage and mood swings outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, mood swings, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: essure coils released without difficulty, coils 3 right & coils 3 left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus/device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/foreign body embedded in cul-de-sac'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included multiparous and vaginal delivery. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In august 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal ("physician was unable to remove right coil"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent unilateral salpingo-oopherectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, complication of device removal and mood swings outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered complication of device removal, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, mood swings, pregnancy with contraceptive device and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coils released without difficulty, coils 3 right & coils 3 left. Childbi4 x child birth (B)(6) 2008, 2013, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received. Reporter information, patient's medical history, pregnancy outcome & details and rcc were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus/device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus'), uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus/foreign body embedded in cul-de-sac'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included multiparous and vaginal delivery. Previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal ("physician was unable to remove right coil"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent unilateral salpingo-oopherectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, complication of device removal and mood swings outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered complication of device removal, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, mood swings, pregnancy with contraceptive device and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coils released without difficulty, coils 3 right & coils 3 left. Childbi4 x child birth (B)(6) 2008, 2013, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Lot number: a90483 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus") and embedded device ("device perforated through the right side of the fallopian tube, had migrated and embedded in the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was unable to remove right coil" in (B)(6) 2016. In 2013, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"). The patient was treated with surgery (removal surgery in (B)(6) 2016). At the time of the report, the fallopian tube perforation, embedded device, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, embedded device, fallopian tube perforation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.